Manufacturer narrative:
The device was not returned for evaluation as per hospital policy. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Attempts have been made of the hospital for additional information regarding the event and condition of the patient. If additional information becomes available a follow-up submission will be submitted. A review of the manufacturing records indicated that the product met specifications upon release. Related medwatch 2015691-2014-01445.

Event description:
It was reported that during a procedure the fogarty catheter had the entire balloon come off. It was indicated that the staff could not confirm if the balloon was retrieved. The device will not be returned at this time as the catheter is being held in risk management at the hospital. At this time no patient complications have been reported.